Manufacturer narrative:
Per tandem¿s t:slim cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate. Reportedly, the cartridge was filled with cold insulin. The user¿s blood glucose level was not impacted. Reportedly, the user reloaded the cartridge.